Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, the valve was partially deployed from one paddle of the delivery catheter system (dcs) too low in the left ventricle. As the valve was pulled to a more optimal depth, it was fully released and mild aortic regurgitation (ar) was noted. The valve was noted to still be too deep. When the valve was attempted to be adjusted higher a decreased wall motion from a coronary artery occlusion was observed. Mild ar remained, and the implantation depth was determined adequate per the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: patient code conclusion: aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A mild ar has minimal impact on the patient and is generally deemed an acceptable residual condition. Coronary occlusion post transcatheter aortic valve replacement (tavr) deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, it was reported that the valve was implanted deep, and after multiple attempts to adjust the valve it was then noted that coronary occlusion of the coronary artery occurred. Additional information also stated that calcium occluded the coronary ostia. This issue was not due to a device malfunction rather due to both patient anatomy and user implant technique. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the mild regurgitation was paravalvular leak (pvl). The relevant device(s) was inadvertently left off regulatory report # 2025587-2019-01120. The relevant device information was received. The relevant device is: product ID: enveor-n, lot #0009282183, ubd: 16-aug-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that at 2/3 deployment one of the paddles was likely out of the pocket of the delivery catheter system (dcs) as the marker slightly exceeded the point of no return (pnr) causing the valve to sit too log in the left ventricle. It was reported that calcium and the valve frame overlapped the coronary ostia which likely contributed to the partial coronary occlusion. One day following valve implant an attempt to access the coronary artery was made with different sized coronary guide catheters due to st elevation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.